Event description:
It was reported that the patient experienced difficulty to have intercourse with spectra device. A spacing between the polymers was noted via image examination which appears like a fracture on the right-side spectra device, medial to proximal region. A revision surgery will be performed in the future. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.